Event description:
It was reported that this was an arteriotomy closure of a mildly calcified right common femoral artery using a prostyle device using the pre-close technique prior to an interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. It was noted that the plunger struggled to be pushed because of thick subcutaneous tissue. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a sheath greater than 10fr and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Femoral imaging results noted calcification was present at the access site. It should be noted that the electronic perclose prostyle instructions for use (eifu) states: the safety and effectiveness of the perclose prostyle smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The reported difficulty and subsequent treatment appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.